Manufacturer narrative:
(B)(4). Batch # m93e1g. The device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/21/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for clarification, did the blade tip break off of the device? Yes, the blade tip break off of the device and almost fell to abdomen but doctor said that he took it away immediately. Did the broken blade tip fall into the patient? The blade tip almost touch the abdomen but it had been taken away immediately by the doctor. Was the broken blade tip retrieved from the patient? Yes, it was retrieved and put in the surgical table. Did this cause a change in the plan of care for the patient? No, there was no change for doctor s operation or patient s care. Is the broken blade tip being returned with the device? No, because as they apologized they discarded it with other instruments of the surgical table and they could not find it. Or, was the broken blade tip discarded? Yes it was discarded with bloody instruments and although they were searching for half an hour it was impossible to find it.

Event description:
It was reported that during a laparoscopic colectomy procedure, the doctor was using the device for twenty minutes when suddenly observed that the lower part of the instrument blade was broken and ready to fall into the abdomen of the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.